Manufacturer narrative:
Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of priming problem was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Impella cp was inserted via right femoral artery in a 72 year old male who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities included coronary artery disease. The patient¿s clinical state prior to initiation of support was scai stage b. During procedure, the purge cassette would not prime the purge solution and several attempts were made. The cassette was replaced and the procedure was successfully completed with the replacement. The purge failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.